Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who had a loose connection during therapy resulting in peritonitis. Therapy was ongoing. It was reported that the transfer set disconnected from the patient line and the line was immediately reconnected to prevent spillage. The patient was hospitalized and treated with unspecified antibiotics for the peritonitis. The patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was determined that this report is a duplicate of report 1416980-2013-28190. All investigation activities will be captured under report 1416980-2013-28190.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced peritonitis that was caused by a disconnection and improper reconnection/re-use of supplies by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. The user is instructed to check all disposable set connections for a secure fit before beginning therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.